Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury, previously. Device issue: stent dislodgement. It was reported that the rx vision stent implant dislodged from the stent delivery system (sds) when the protective sheath was removed. Reportedly, there was no pt involvement with this device. No additional event or pt info is available.